Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Upon completion of the investigation, the device had difficulty filling with water. Also, it was found that the silicone rings on fluid delivery line manifold needed to be replaced along with the fill tube.

Event description:
Upon completion of the investigation, the device had difficulty filling with water. Also, it was found that the silicone rings on fluid delivery line manifold needed to be replaced along with the fill tube.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable.